Manufacturer narrative:
Reporting institution phone #: (B)(4). Reporter phone #: (B)(6). A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that alarms from their resuscitation station were not reaching the central station. The device was reported to be in use on a patient, but no adverse event to the patient or user was reported.

Manufacturer narrative:
A philips remote service engineer (rse) talked to the customer to resolve the issue. The rse was unable to observe the issue. The customer had rebooted their system which resolved the issue. The customer did not provide an error log; therefore, no further work was performed. The device remains onsite and in use.